Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using a single use aspiration needle, after removing the needle the noticed something shiny in the node. The physician used a bronchoscopy scope with forceps to remove the object. No additional consequences to the patient were reported. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the observed failure is a known phenomenon likely resulting from the device experiencing excessive resistance. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." This supplemental report includes a correction to e1 from the initial medwatch. Also, information added to h4. Olympus will continue to monitor field performance for this device.